Manufacturer narrative:
Complaint conclusion: as reported, after use of a 5f mynx control vascular closure device (vcd) the user reported that proper hemostasis was not achieved. Pulsatile bleeding of the puncture site was immediately noted upon removal of the advancer tube. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. There were no issues were noted during balloon retraction or the button#2 step. A 5f non-cordis sheath was used. The femoral artery's suitability was verified on angiography or venography, including the insertion angle of the 5f non-cordis vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm in diameter, and there was mild vessel tortuosity with no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 fully depressed. The stopcock was found closed with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the sealant sleeves¿ condition, no abnormal condition was observed. A non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The sealant was not returned with the device, and both button 1 and 2 were fully depressed as received. Therefore, the functional simulated deployment test was not performed on the returned device, as the unit was already fully deployed. The reported event of ¿sealant inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the reported event, since patient related events cannot be duplicated in the lab and the device was received fully deployed. Without procedural images, the cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue, such as the vessel tortuosity reported. However, it should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after use of a 5f mynx control vascular closure device (vcd) the user reported that proper hemostasis was not achieved. Pulsatile bleeding of the puncture site was immediately noted upon removal of the advancer tube. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. There were no issues were noted during balloon retraction or the button#2 step. A 5f non-cordis sheath was used. The femoral artery's suitability was verified on angiography or venography, including the insertion angle of the 5f non-cordis vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm in diameter, and there was mild vessel tortuosity with no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation.